Event description:
On (B)(6) 2013, a reporter contacted animas alleging that the display screen on their device was dim. This issue is being reported because it was not...

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.